Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right and left common femoral arteries (cfa) using perclose proglide devices. Reportedly, during suture placement of a mildly calcified right cfa, the initial proglide device was back-loaded over a guide wire into an 6f. Sized access site. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 20f to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. Reportedly, during suture placement of a heavily calcified left cfa, the initial proglide device was back-loaded over a guide wire into an 6f sized access site. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and the sutures from two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 20f to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The procedure was performed under general anesthesia, which was not changed due to a complication with the device. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided. Reportedly, proglide devices were deployed in a heavily calcified left common femoral artery and in a mildly calcified right common femoral artery. The instructions for use state that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, is being filed under a separate medwatch manufacturer report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as the analysis of the device found that the anterior cuff remained in the anterior foot pocket indicating the anterior needle did not enter the anterior foot pocket to capture and adhere to the anterior cuff resulting in the suture not being captured and deployed. Based on visual inspection and functional testing, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.